Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found remnants of white crystallized contamination that was believed to be an infacol type product in the auxiliary and water channels, the light cover glass was cracked, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the scope connector had water leakage, the down/left/right angulation was out of specification, the up/down and left/right angulation had play, the air/water channels had blockage, and the water removal was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had white crystallized contamination that was believed to be an infacol type product in the auxiliary and water channel, causing reduced water flow. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material was found to be simethicone. It is possible that the user deviated from the instruction manual. The instruction manual provides detection and prevention methods for the presence of foreign materials but instruction to put clean sterilized water only in the water tank. It is possible that the foreign material remained in the water channel. Olympus will continue to monitor field performance for this device.